Manufacturer narrative:
An event of death due to acute exacerbation of interstitial pneumonia was reported. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the available information, the patient death was due to acute exacerbation of interstitial pneumonia. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 27mm navitor vision valve was implanted. On (B)(6) 2025, the patient returned to the hospital for additional treatment due to pre-existing interstitial pneumonia, and acute exacerbation of interstitial pneumonia was observed after the procedure. On (B)(6) 2025, the patient expired due acute exacerbation of interstitial pneumonia.